Manufacturer narrative:
The device was not returned for analysis. There was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported ventricular fibrillation appears to be related to patient conditions. Additionally, the reported patient effect(s) is generally a known effect associated with the use of the device and the procedures in which it is utilized. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
The device is retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for ventricular fibrillation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip was advanced, however before descending the clip, the patient had an artery spasm. Once the clip was advanced into the left ventricle, the patient experienced ventricular fibrillation. The patient was defibrillated four times and heart massages were performed. The patient became stable. The mitraclip system was removed and the procedure was aborted. In the physician's opinion, the mitraclip device did not cause or contribute to the ventricular fibrillation but it was rather due to fragility of the patient's anatomy. There was no clinically significant delay in the procedure. No additional information was provided.